Event description:
It was reported by the customer that during a procedure, it was noticed that the housing of the handpiece and post for the threaded stud was cracked. The case involved was able to be finished with the same handpiece with no pt consequence. The handpiece is to be returned for analysis.